Manufacturer narrative:
The manufacturer was not made aware of the event reported in this medwatch submission until 31jul2017. The event onset was reported to have occurred from (B)(6) 2016 until (B)(6) 2016 when the patient was admitted due to cardiac arrhythmia and infection. Upon review of the device history for this event, it was discovered that the pump was returned to the manufacturer in february 2017 following a routine transplant. No report of the cardiac arrhythmia and infection were received until (B)(6) 2017. Evaluation of the returned pump post-transplant did not reveal any deposition or thrombus formation in the returned portions of the inflow conduit or outflow graft. Examination of the returned pump also did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A correlation between the evaluation of the returned lvad and the reported cardiac arrhythmia and infection could not be determined. Review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient received a heart transplant on (B)(6) 2017.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 10 months. The event occurred at the university of (B)(6) in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a bacterial infection of the driveline. The patient was admitted to the hospital from (B)(6) 2016 due to cardiac arrhythmia and infection. The treatment included cardiac catheterization. No further information was provided.